Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 514 mg/dl. The customer had symptoms such as shortness of breath, cotton mouth, and nausea and treated with manual injection customer's blood glucose value was 347 mg/dl at the time of the call. Customer declined further troubleshooting on high blood glucose due to customer was not feeling well. Customer also mentioned to have received a motor error alarm and troubleshooting was performed. The drive support cap appeared normal and customer was able to complete the rewind process. The insulin pump was not returned for analysis.